Manufacturer narrative:
The referenced procedure to correct an ileus and was found to have adhesions around the small bowel was reported under medwatch MFR report# 2916596-2016-0xxxx. (B)(4). Approximate age of device - 7 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding, renal failure, right heart failure and infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016, after approximately one year of support. Following the pump procedure on (B)(6) 2015, the patient experienced a right heart failure and was placed on a chronic dobutamine infusion. At an unspecified date in (B)(6) 2015, the patient underwent a procedure to correct an ileus and was found to have adhesions around the small bowel that were associated with the driveline. The patient was later admitted at an unspecified date in (B)(6) 2015 for erosive gastritis. During admission, it was reported that the driveline exit site still had some serous drainage. It was also reported that the patient was "stable overall". The patient had several subsequent admissions for gastrointestinal (gi) bleeding with a hemoglobin as low as 3.3g/dl reported. It was reported that during an admission in early (B)(6) 2015, the patient's creatinine was 1.5 mg/dl. The patient was later admitted at an unspecified date and was found to have acute-on-chronic kidney disease with an elevated creatinine of 2.8 mg/dl. The patient also had possible gi bleeding and fluid overload at the time of admission. Despite aggressive diuresis with a lasix infusion, the patient's kidney function did not improve and the patient became anuric requiring continuous renal replacement therapy. On (B)(6) 2016, the patient was started on nitric oxide and received a right ventricular assist device (rvad), cannulated via the right internal jugular vein, for worsening right heart function. An esophagogastroduodenoscopy was performed for worsening anemia, but an active gi bleeding source was not identified. Flex sigmoidoscopy revealed bleeding rectal lesions that were clipped. The patient continued to require multiple blood transfusions related to gi bleeding, unspecified surgical procedures, continuous renal replacement therapy, and bleeding at the vad cannula sites. The patient became febrile with blood cultures positive for enterococcus faecalis and was placed on antibiotics. The rvad thrombosed and required emergent removal. The patient's clinical condition continued to decline despite optimal management and the family elected to withdraw support. Lvad support was discontinued with other medical therapies and the patient expired on (B)(6) 2016. The device was not explanted and will not be returned for evaluation. The lvad operated as expected.

Manufacturer narrative:
(B)(4). The referenced procedure in the initial medwatch report that was performed to correct an ileus related to adhesions around the small bowel was reported under medwatch MFR report# 2916596-2016-00599.